Event description:
On 1/9/95, a 67 y/o female pt was implanted with a single-lead atrial synchronous ventricular pacemaker system. On 3/27/98, the MFR received a report that the above mentioned pt on 3/18/98 underwent surgery on left foot and electrocautery was performed. A grounding pad was placed on pt's left anterior thigh. In the recovery room, pacer nurse was unable to program the vdd pacemaker to elective replacement indicator (eri). When all data telemetered at end-of-service (eos), pt was transferred to another hosp. Pacemaker nurse at second hosp attempted to interrogate the pacemaker and was unable to program or code from auto reversion mode. Telemetry reading at eos safety. On 3/18/98, physician elected to explant the pacemaker system as the pt was pacer dependent. A new pacemaker and lead was implanted and complication was resolved. The explanted pacemaker and lead was not returned to the MFR for an eval therefore, no functional analysis can be performed. It is believed that the electrocautery caused the pacemaker to revert to the automatic safety reversion mode.